Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noisy signals. The physician believed the noise to be a result of anatomical friction and decided to replace as a precaution. A new lead was successfully placed. No additional adverse patient effects were reported. This lead is not expected to return for analysis.